Event description:
With the CT system in clinical use, the customer was attempting to position the patient support in the vertical direction utilizing the "down" button on the gantry right side control panel and reported that when they disengaged the "down" button, the patient support continued to move downward. Philips service determined the gantry right side panel button was stuck engaged. Philips service confirmed there was no harm to a patient, operator, or bystander due to this issue.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).